Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was confirmed. The root cause of the reported event may be related to bending force applied during the distraction sessions and/or patient's daily activities.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions. Labeling review: warnings: "...warning: metallic implants can loosen, fracture, corrode, migrate, or cause pain..." "...assure that the distraction length is assessed by x-ray or ultrasound imaging immediately after the non-invasive adjustment procedure..."

Event description:
It was reported patient underwent a revision procedure. As per reporter, the right rod was unable to lengthen with the manual distractor after removal, despite appearing to not have reached the terminal distraction length.